Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke during peeling. While the physician was cutting the catheter with scissors, the attempted left ventricular (lv) lead dislodged and the insulation may have been damaged. The catheter pieces were recovered and the catheter and lead were removed. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically cut but not breached. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire in the lead and the proximal end of the catheter. There is a cut on the outer insulation at 16.6 cm. The helix is bent. If information is provided in the future, a supplemental report will be issued.